Event description:
It was initially reported that he patient had temporary bradycardia during implant surgery. The drop in heart rate was reported to be around 5 beats per minutes from the patient's normal heart rate. The patient had a history of bradycardia so the surgeon continued the implant and finished successfully. Additional information was received that the bradycardia was 45 beats per minute and occurred about 4 hours after implantation of the vns. The patient has a history of slight bradycardia (heart rate 55-50 per minutes) and no family history of cardiac events. There were no symptoms to suggest an arrhythmia. There were no traumatic events prior to the arrhythmia. There were no triggers prior to the arrhythmia. The bradycardia did not occur following a medication change. Bedside monitoring was done to diagnose the arrhythmia. It is believed that the arrhythmia was related to vns therapy stimulation but is not believed that vns exacerbated or co-currently contributed to the arrhythmia. No interventions were taken and the patient was no hospitalized nor had a prolonged hospitalization as a result of the arrhythmia. No interventions were taken to preclude a serious injury. The generator is currently programming on and the arrhythmia did not reoccur.